Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo and a video was provided for review. The investigation of the reported event is currently underway. (Expiration date: 05/2024).

Event description:
It was reported that during an angioplasty procedure, the device allegedly found to be ruptured at the push rod near the balloon. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly leaked. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One video was reviewed. The video shows the balloon being noted to be in a deflated position and appears bloody. It was noted water was leaking from the catheter; however the source of the leak is unknown. Therefore, based on the provided video, the reported leak was confirmed. One photo was reviewed. The photo shows a break in the catheter; no other anomalies have been noted. Therefore, based on the photo review the identified break was confirmed. Therefore the investigation was confirmed for the reported leak as water was noted to be leaking from the catheter, which can be observed from the provided video. The investigation was also confirmed for identified break as break on the catheter was able to be observed from the provided photo. Based on photo review, the identified break on the catheter might lead to the reported leak. However, the definitive root cause for the reported leak and identified break could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.